Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Subsequently, oversensing was observed due to the exposed electrode. The system was explanted and an implantable cardioverter defibrillator (ICD) system will be implanted at a later date. There were no additional adverse effects reported.